Manufacturer narrative:
(B)(4).

Event description:
It was reported "balloon did not unwrap completely and needed to be replaced". Additional information states that location of the second catheter used is unknown. No patient injury or consequence reported. The patient's current condition is reported as "fine".